Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from the health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient had increased pain and swelling, also, device malfunction was identified for the reported lot number. No relevant medical history and concomitant medications were reported. Patient had synvisc one injections in the past and "had only benefit" no adverse reactions in the past. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency: not reported; lot number: 7rsl021 and expiration date: may-2020). On an unknown date in 2017, unknown latency of receiving the injection the patient had swelling and increased pain. Action taken: unknown. Corrective treatment: not reported for device. Malfunction; steroid injection for other outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) seriousness criterion: required intervention for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 06-dec-2017 and 05-jan-2018 (processed with clock start date of 06-dec- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and experienced joint pain and swelling. A temporal relationship with the product can be established. Further, as the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.

Event description:
(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient had increased pain and swelling. No relevant medical history and concomitant medications were reported. Patient had synvisc one injections in the past and "had only benefit" no adverse reactions in the past. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency: not reported; lot number: 7rsl021 and expiration date: may-2020). On an unknown date in 2017, unknown latency of receiving the injection the patient had swelling and increased pain. Action taken: unknown. Corrective treatment: steroid injection for both. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both.